Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead had been showing stable high impedances that varied during time but at this time it has reached, high, out of range values. The lead has been implanted for several years at this time but remains in service. According to the field representative, after further review, the device interrogation was reviewed, and nothing was out of range. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead had been showing stable high impedances that varied during time but at this time it has reached, high, out of range values. The lead has been implanted for several years at this time but remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead had been showing stable high impedances that varied during time but at this time it has reached, high, out of range values. The lead has been implanted for several years at this time but remains in service. According to the field representative, after further review, the device interrogation was reviewed, and nothing was out of range. After several years a commanded shock was recommended to evaluate real shock impedance values. The procedure was completed and showed high, within normal shock impedance values. The rv lead remains in service. No additional adverse patient effects were reported.